Event description:
It was reported that during an implant procedure on (B)(6) 2022 the top contact of the lead broke and is in the patient¿s epidural space. The physician was unable to remove the contact. The procedure was completed with a new lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.